Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the patient was lying on the device, with a caregiver at her side. Patient fell when she was lateralized against the safety side. According to the information received from the customer one of the latches broke but the safety side was closed correctly. It was indicated that the patient fell from approximatively 1 meter. The patient sustained pain and hematoma to upper limbs, head and spine as a consequence of the event. Following the information received from the facility the patient had rib fractures k3 to k9.

Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that the patient was lying on the device. The patient fell from the device when leaned against the safety side. The patient sustained pain and hematoma to upper limbs, head and spine as a consequence of the fall. Following the information received from the facility the patient had rib fractures k3 to k9, pneumothorax and hemothorax.

Manufacturer narrative:
Corrected code type: a and added codes type g.